Event description:
The customer reported that during a phacoemulsification procedure the equipment shut off and was not able to be restarted. A different machine was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The equipment was examined by an amo service rep and the reported issue was not duplicated. There were no issues found with the operation of the equipment. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.